Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short v-v intervals were observed on the right ventricular (rv) lead. The lead is scheduled to be reprogrammed and remains in use. No patient complications have been reported as a result of this event.